Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was reimplanted.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.